Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a manufacturer representative was unable to confirm a lead migration or break during interrogation. The patient still had adequate coverage in their normal painful areas. All electrodes were within range for impedances except electrode 14. Electrode 14 had an impedance result of >10,000. None of the patient¿s programs used electrode 14. The patient had effective therapy with good stimulation coverage and did not request any changes to programming.

Event description:
It was reported the patient bent over and felt a tugging sensation at her lead. The patient was reportedly reaching toward her granddaughter when she felt a snap and a stabbing sensation in her right back above her kidneys. The patient experienced a burning sensation and pain at the right side implant and lead location. The patient noted that the stimulation pattern was still in her normal painful areas and that she did not have uncomfortable stimulation. The event occurred three days ago. The patient asked if it was possible that the lead had fractured. No diagnostic testing or troubleshooting had been performed but would be in the future. The patient was meeting with a manufacturer representative (rep) on monday, (B)(6) 2014 and with her managing physician on (B)(6) 2014. The patient¿s status was noted to be alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).